Event description:
It was reported that the blood glucose level was high, though the specific value was unknown as it displayed as "high." There was no adverse impact to the customer's blood glucose level. The customer addressed the situation by administering a correction bolus via the pump, and no further assistance was required.